Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient called in to tech services. During this call an overfill was noted on review of treatment data. Follow up was made to the patient's nurse who reported that there was no injury or medical intervention required. The patient remained asymptomatic. Drain 0- 299, fill 1- 1502, drain 1- 1228, fill 2- 1502, drain 2 -1092, fill 3 - 1502, drain 3- 2770, fill 4- 1502, drain 4 - 1623, fill 5 - 1502, drain 5 - 1647. The drain volume of 2770 is 185% over the expected drain volume resulting in a reportable device malfunction.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is not confirmed. A visual inspection of the returned cycler exterior showed no sign of any physical damage. The simulated treatment was performed and completed without any failures or problems. The cycler programmed displayed values were within tolerance. The weighted and programmed displayed fill values were within tolerance. The valve actuation test, system air leak test, patient sensor calibration check passed and the load cell value and verification were within tolerance. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.